Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported they are having issues with their lower back stimulator. Patient clarified that they are getting the settings not available message since about last week thursday. Pt stated they had an MRI done, ins was put into MRI mode, and started having the issue afterwards. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that after the patient had an MRI done and took the stimulator out of MRI mode, when they tried to increase the intensity they got the message "settings not available. Cannot provide your desired intensity settings." Rep stated the patient was unsure if the MRI affected their scs device since their stimulator still worked, but they just couldn't increase the intensity. It is unknown what caused the settings not available message. Rep reported they reset the patient's controller and settings which resolved the issue.